Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that issues with the cannula tip were found before use with a 22g x 1.00 in (0.9 x 25 mm) insyte. The following information was provided by the initial reporter, "when nurse prepare insertion and doing aseptic technique while open the IV catheter, the plastic cannula insyte was peel back even before it used by customer."

Event description:
It was reported that issues with the cannula tip were found before use with a 22g x 1.00in (0.9 x 25 mm) insyte. The following information was provided by the initial reporter, "when nurse prepare insertion and doing aseptic technique while open the IV catheter, the plastic cannula insyte was peel back even before it used by customer."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned photo and observed damage on the catheter tip however, the type of damage could not be identified from the photo alone. Since no samples were returned we were unable to determine if the damage was related to peelback. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.